Event description:
The caller reported that they change tracheostomy tubes every 28 days and this tube has not lasted four weeks. The caller reported that there was a problem with the balloon on the tube. The tube was removed and replaced with another 6lpc tube. It was reported that the cuff was pre tested.

Manufacturer narrative:
The reported 6lpc tracheostomy tube was disposed of and the customer returned a sample from the same lot for evaluation. An inflation/deflation test was performed on the sample and there were no leaks. Next the sample was submerged into a container with water and 14 cc of air were added. No leak was observed at the cuff or inflation line. No damages were found on the cuff and inflation line. The device history record for the lot number provided was reviewed and a total pieces were released on 9/6/2007 and there were no non conformances during the manufacturing of this lot.